Manufacturer narrative:
Patient age, weight, and ID was refused to be provided by materials manager and surgical tech. The initial report occurred on (B)(6) 2015 but was not reported to a medtronic representative until (B)(4) 2015. Device lot number, or serial number, was refused to be provided by materials manager and surgical tech. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The medtronic representative reported the site was using the headframe and tracker. When the surgeon put the straight suction on the tip of the nose it showed on the chin. The medtronic representative reported the site materials manager and surgical tech declined to provide any more details. A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. No further issues reported. The instructions for use (IFU) that accompanies the device contains the following warning: "do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register." No parts have been received by the manufacturer for analysis.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) the navigation systems "tracking malfunctioned" the site representative reported the patient was transferred "downtown" as a result of this issue but was unwilling or unable to provide any additional details as to what happened or the impact to the patient. A medtronic representative, following up with the site, reported that the "tracking malfunctioned" issue was actually an inaccuracy with a straight suction instrument. The medtronic representative reported that it was believed the patient reference moved relative to the anatomy during the procedure. The site was able to re-register the patient which resolved the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no known impact on patient outcome.